Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. He device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported by the PICC team that vision ii ultrasound system is shutting down without command even while being plugged into ac power. The system did shut down during a procedure, however, the PICC team was able to reboot system and continue with procedure.